Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was failing intermittently. A field service engineer replaced the cable, secured the usb cable, tested it successfully in hardware test application, and secured the scanner cable arm. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the scanner and bioid were failed. The customer confirmed malfunction occur when user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.